Manufacturer narrative:
(B)(4).

Event description:
The pt experienced intermittent shocking whenever the amplitude of her deep brain stimulators was increased above 2.4 volts. The shocking did not occur at amplitudes less than 2.4 volts. Impedance and current readings were normal. Palpation and position changes did not reproduce intermittent shock. The pt had great relief of tremor under 2.4 volts. Reference mfg report # 3004209178-2011-018465. Additional info has been requested. A f/u report will be submitted if additional info becomes available.